Event description:
On (B)(6) 2013, I had the gynecare tvt sling implanted for sui in me exact specifications and codes are as follows: implant name: device tvt with blue mesh - slog256483, inv. Item 34641, serial no. (B)(4), manufacturer ethicon, inc., lot no. 3636303, lrb n/a, no. Used 1, action implanted. Surgery was uncomplicated but had to have a sling release a month later because of unable to urinate without a catheter that was performed on (B)(6) 2013. In (B)(6) 2012. I started having severe pelvic pain around where the sling is located, and also severe vaginal bleeding. My urogynecologist is saying all the pain I am having is due to my chronic pelvic pain and the bleeding isn't related. I also, right after the surgery, had multiple vaginal and urinary infections that had to be treated with very strong antibiotics. I have been trying to tell her that the sling is causing all this problems but she refuses to believe me and also I have found that the sling was also taken off the market in 2011 and or was recalled and she claims it not to be the problem. She feels that because I had pain before the surgery that this is the same; however, that pain was in another location and different. I am on oxycontin 15mg ER every 12 hours. Because the pain is so bad and sometimes this medicine doesn't even work. I had faith in this doctor and I would like her to remove my sling because I think it is also defective and I need proof that it is one of the slings that is known to cause problems. The surgery was done in (B)(6). My doctor is dr (B)(6). Reason for use: the sling was put in for sui.